Manufacturer narrative:
Siemens conducted a thorough investigation of the reported events. The service engineer inspected the engaging of the column brakes of the treatment table and found that two out of four of the brakes did not close properly. He re-adjusted the brakes. After the adjustment the issue did not reoccur. No systematic issue could be identified in the installed base; consequently, no immediate action in the field was required. Resubmission of initial report due to report code error.

Event description:
The user of the artiste mv system reported to siemens that the column of the table moved intermittently during the set up of the patient position. The positioning of the patient involves pulling of the lining in which the patient is resting on the table. No injury or mistreatment of any patient was reported. The user was aware of the movement of the column axis of the table and corrected the column rotation position prior to the patient treatment.